Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Customer powers on device and notices the error 133.6080. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: customer notices at power up the error 133.6080. ¿ assisted customer to identify the error code. ¿ explained error code may be related to insufficient battery charge. Due to setting off the back-up speaker alarm. ¿ suggested to re-charge the 8015 device for 2-3 hours, see if the speaker alarm is eliminated. ¿ if successful, customer to continue to bring device into use. ¿ customer will call back, if the problem persists.